Event description:
Revision surgery to remove implant due to pt having dysphagia and some pain following initial surgery.

Manufacturer narrative:
CT scan in follow-up appointment showed the roi-c was implanted too anterior. The device was removed and surgeon installed a cervical plate with screws. Surgeon attributed misplacement due to inability to obtain viable x-ray to pt obesity.